Event description:
The customer reported [the device] can't strat up. No patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported [the device can't start up. No patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.